Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 15 years and 7 months post implant of this 29mm aortic root bioprosthesis, it was explanted and replaced with an unknown device due to acute regurgitation and valve deterioration. No additional adverse patient effects were reported.